Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited pacing at upper sensor rate (usr) while the patient was sitting in a chair. Reprogramming was performed to rate response. No patient complications have been reported as a result of this event.